Manufacturer narrative:
A trumpf medical authorized service technician evaluated the light and recommended that the damaged components be replaced. Our investigation has identified steps in the manufacturing process which can lead to the paint chipping. The surface coating manufacturing process will be updated to include additional testing and verification. The damage to the painted surfaces usually does not develop suddenly, but develops over time. The instructions for use state that the devices must be checked for proper condition prior to each use. Damaged devices must not be used. If damage to the surface coating is recognized and removed, there is no danger to the patient.

Event description:
The paint coating was found to be flaking from a trumpf medical surgical light lamp head and cardanic arm. No patient or caregiver injury was reported.